Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 64001, lot# unknown, product type: adapter. Product ID: 3389-40, lot# unknown, explanted: (B)(6) 2013, product type: lead. Product ID: 3389-40, lot# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that patient had their entire implantable neurostimulator (ins) explanted due to infection and drainage from one year ago. Infectious organisms reported were mixed anaerobic flora including bacteroides, prevotella, beta lactamase positive organisms, ¿few¿ and moderate klebsiella oxytocic plus skin flora. There were no reported injuries and the patient outcome was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the extension, serial number (B)(4), found that the extension body insulation had a breached depression. It was noted that there was a breached depression to the #0 conductor 9.7 centimeters from the proximal end. Analysis of the pocket adaptor found no significant anomaly. It was noted that the adaptor body was cut through and the product was segmented. Analysis of both leads found that the lead body outer insulation had a breached esc. Analysis of the plug boot found no anomaly. Analysis of the both stimloc accessories found no anomaly.

Event description:
Additional information received reported that the patient had symptoms of drainage and incisional wound opening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.